Manufacturer narrative:
The device history record was reviewed and documented that the product lots reported in the incident met manufacturing specifications. The device was not returned to kimberly-calrk for analysis. We are unable to determine exact root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from the (B)(6), stating, "I had a problem with the mic introducer kit last week where the sutures failed and position was lost. The patient was ok with a prompt operation to sort out the problem." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).